Event description:
The caller reported that when they removed the pt's old tube to insert the new tube, there was a noticeable size difference and the new tube could not be inserted into the pt. The older tube was then placed back in the pt.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.